Event description:
It was reported that during setup prior to a surgical procedure at the user facility that the trigger was sticking. It was further reported that during equipment testing conducted by a manufacturer service technician that the reverse trigger would stay in the run position causing the device to run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility that the trigger was sticking. It was further reported that during equipment testing conducted by a manufacturer service technician that the reverse trigger would stay in the run position causing the device to run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.